Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.

Event description:
During a planned follow-up performed on (B)(6) 2013 - 6 weeks after the implantation, the technician observed unexpected shock statistics during first interrogation. The overview screen displayed 16392 slow vt shocks, although the total number of shocks was 0. After a new interrogation, statistics were back to normal values, as reported.